Event description:
It was reported the programmer "crashed" during os (operating system) migration. The programmer was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm that the programmer crashed during os migration. Analysis did find that the electrocardiogram (ECG) connector was loose.